Event description:
During surgery the surgeon broke the pt's femur while implanting an amistem h. Femur cerclage was performed. Medacta was informed on (B)(6) 2014 only. Reference MFR# 3005180920-2014-00005.